Event description:
(B)(6) advia centaur (B)(4) result was obtained by the customer and the result was considered discordant when compared to (B)(6) test result when tested at another hospital at a later date. The customer repeated the original sample for (B)(6) and confirmatory, the result was confirmed as (B)(6). The original patient sample and a second sample was run on two other alternate (B)(6) test methods and the results were (B)(6). The customer performed genotyping on the discordant sample and concluded that there was three mutations. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.

Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur (B)(4) result when compared to the (B)(6) results from other (B)(6) test methods is unknown. The customer performed genotyping on the discordant sample and concluded that there were three mutations identified. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "assay performance characteristics have not been established when the advia centaur (B)(4) assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers. For diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay. "

Manufacturer narrative:
(B)(4). On (B)(6) 2013: the customer identified the following patient sample hbsag mutants: (B)(6). The patient sample is not available for further investigation. The instruction for use (IFU) states the following in the limitation section: "assay performance characteristics have not been established when the advia centaur hbsag assay is used in conjunction with other manufacturers' assay for specific hbv serological markers. For diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay. "